Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator tip was found blunt during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. The dilator will be analyzed as part of this complaint investigation. No definite signs of use were observed. Visual analysis revealed that the dilator tip was damaged. Microscopic examination confirmed the damage and revealed that the tip was split/frayed. This defect is consistent with damage due to undue force applied during insertion. The dilator length from the hub to the distal tip measured 100mm, which is within the specification limits of 95.2mm-111mm per the dilator product drawing. The dilator outer diameter measured 2.300mm, which is within the specification limits of 2.286mm-2.336mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.1684mm, which is within the tolerance range of 1.1580mm-1.1780mm per the dilator extrusion product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the damage. A lab inventory guide wire with a diameter of .032" was inserted through the distal tip of the returned dilator. Despite the damage, the guide wire was able to pass with little to no difficulty. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a blunt dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split/frayed. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the dilator tip was found blunt during use on the patient. No patient harm reported. The patient's condition is reported as fine.